Event description:
Device 2 of 2: MFR reference report: 1627487-2019-02653. It was reported that the patient experienced inadequate relief due to lead migration. X-rays confirmed the lead migration. The leads were explanted and replaced on (B)(6) 2019. The patient has effective stimulation.